Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance (dcdc - 7). Review of the available diagnostics history found normal diagnostics results through (B)(6) 2010. No patient adverse events were reported. No known surgical interventions have occurred to date.

Event description:
Further information was received, indicating that the generator was not implanted in a patient but only used for training.